Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 538 mg/dl at the time of the incident. The customer's blood glucose was 280 mg/dl at the time of call. The customer's blood glucose was 440 mg/dl at the time of urgent care visit. The customer stated that she corrected her high blood glucose with the insulin pump. The customer also reported that she experienced nausea, vomiting, abdominal pain and difficulty in breathing. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The customer performed high pressure test and found 3.9 units. The customer performed self test and the insulin pump passed. The customer was advised customer to change entire set, reservoir, insulin and treat blood glucose per health care provider's instructions. The insulin pump will not be returned for analysis.